Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine initially when the surgeon tried to remove it. It was able to be removed with some wiggling and taps with a mallet. Visible burrs were noticed around the tine edge on inspection afterwards (in photos). From set 3 at hospital's (consigned set). There are photos of the stem inserter and products implanted in the attachments. This was the second hip case of the day (there were no issues with the set used earlier in the day with the same surgeon)". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the tip worn/deformed of the summit standard imp. Inserter, which included burr patterns. Additionally, the device's body was found with impaction marks, confirming the reported event. The potential cause can be attributed to unintended use error, with the damage likely resulting from an off-axis assembly and/or prying motion with the mating device, causing to overload the device material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since the mating device was not returned for evaluation and due to the post-manufacturing damage. However, taking in consideration the damage observed on the tip of device, reported jammed condition can be confirmed as it most had likely happened as a consequence of it. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine initially when the surgeon tried to remove it. It was able to be removed with some wiggling and taps with a mallet. Visible burrs were noticed around the tine edge on inspection afterwards.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any allegation against the implants? If yes, please specify the allegation. - no, the issue was identified to be related to the stem inserter not the implant itself. B. Please advise if there is any patient consequence reported? -no patient consequence was reported other than a less than 1 minute delay in completing the case.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, "the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine initially when the surgeon tried to remove it. It was able to be removed with some wiggling and taps with a mallet. Visible burrs were noticed around the tine edge on inspection afterwards." The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that summit standard imp. Inserter had burr. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The provided evidence was not sufficient to confirm the reported event of loose and jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "the stem inserter became stuck in the definitive stem. It wouldn't come out of the stem's tine initially when the surgeon tried to remove it. It was able to be removed with some wiggling and taps with a mallet. Visible burrs were noticed around the tine edge on inspection afterwards." The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that summit standard imp. Inserter had burr. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The provided evidence was not sufficient to confirm the reported event of loose and jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.